Event description:
It was reported that the patient presented in clinic for a follow-up. Upon further investigation, it was noted that implantable cardiac monitor (icm) exhibited under-sensing. The icm was reprogrammed on (B)(6) 2023. The patient was in stable condition.